Event description:
Patient reported the infusion device displayed an e8 power interrupt error, the check button works intermittently, and there are black lines on the display. The infusion device was exposed to water. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged due to handling with sharp objects. Due to the damaged soft components, liquid entered the pump electronics. This resulted in a short circuit and led to the e8 error message. No black lines were on the display, and the check button works as intended.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.